Manufacturer narrative:
K945952; there were no photos or customer samples for lot 6154520 to confirm this complaint. There were no manufacturing related issues identified. A CAPA was initiated to investigate related complaints.

Event description:
It was reported that while using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes, there was an increase in clotting.

Manufacturer narrative:
This MDR is corrected to include multiple PMA / 510(k) numbers. The original MDR included only #k945952. This is corrected to include the information for the additional PMA / 510(k) number: PMA / 510(k)#: k901449.